Event description:
It was reported that during a bha, it was too tight to lock a locking ring into a centrax shell. The doctor tried to lock shell and head with levator, but these were not locked. Therefore the shell was changed and the operation was succeeded.

Manufacturer narrative:
There have been no other events for the lot referenced. Visual inspection there is no damage to the metal shell articular surface. The bearing insert has some minor dents on the rim of the split outer edges. The snap ring and the spacer clip were not returned therefore no visual could be performed. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a bha, it was too tight to lock a locking ring into a centrax shell. The doctor tried to lock shell and head with levator, but these were not locked. Therefore the shell was changed and the opeartion was succeeded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.